Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 333 mg/dl while wearing the pod longer than 48 hours. The patient was experiencing issues with their continuous glucose monitor, in which the monitor was not providing accurate blood glucose values. Patient reported using finger stick in order to obtain an accurate blood glucose reading, which was high. Symptoms reported include high blood glucose levels. It was reported that bloodwork and urine testing was performed but results of those tests were not reported. The patient was treated with 2 bags of intravenous fluids. The patient was released the same day, after spending 4 hours in the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.4. Hardware: iphone16.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.